Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, explant and exchange for a longer lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13/2.5/89 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017 . The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation:lens returned dry in a micro centrifuge vial. Debris and residue on lens. No visible damage to lens. (B)(4).